Event description:
It was reported the patient was outside the indications for use of the excluder device with inadequate neck length and tortuous iliacs. However, the clinician decided to proceed with the implant because the aneurysm had ruptured. The excluder device was properly placed using the right iliac but the clinician was unable to pass a wire in the left iliac. The clinician decided to perform an aui and fem-fem crossover to complete the aaa therapy. There was no allegation of product deficiency made by the clinician.